Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010. Multiple manual power-ups mainly of less than one minute duration were logged in the device history. The pad-pak was removed to power off the device rather than the on/off key being pressed. Occasional events also recorded nonsensical data due to the device losing power. Investigation confirmed a fault with the membrane. This caused the device to switch itself on automatically, which has the potential to cause premature depletion of the pad-pak (battery). During testing the unit turned itself on multiple times. This confirms the reported fault. The returned pad-pak was found not to be fully depleted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.